Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient healed and was medically cleared. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced an infection and inflammation on the incision site. The recipient presented with redness and swelling around the ear. The recipient was hospitalized and treated with IV antibiotics. The recipient was discharged and remained on oral antibiotics until (B)(6) 2021. The reaction is believed to be an allergic response to the glue used at the incision site and not device related.